Event description:
It was reported that during a call with boston scientific technical services (ts), the patient alleged that one of the implanted leads is broken. According to the available information, this lead remains in service. No adverse patient effects were reported.